Event description:
It was reported that shortly after implant of an implantable cardiac monitor, an asystole episode was recorded, however the patient was in normal sinus rhythm based on the hospital telemetry. It was noted that the detected episode appeared to be loss of electrode contact, possibly due to fluid/air in the pocket of the new implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).